Manufacturer narrative:
Analysis synthesis: review of the patient files dated (B)(6) 2025 revealed an abnormally high atrial impedance measurement (>3000 ohms) recorded on (B)(6) 2025, along with non-physiological artefacts on the atrial channel. These findings suggest a potential issue related to either the lead connection or a lead fracture. Due to the absence of additional data, it is not possible to determine when the anomaly first occurred. Considering that the lead was implanted in (B)(6) 2017 and connected to the alizea pacemaker in (B)(6) 2023, the most likely hypothesis is a lead fracture. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, during a follow-up, an ECG was performed and revealed something abnormal, and an emergency check was performed. The impedance of the atrial lead was found to be over 3000 o, leading the doctor to suspect a fracture of the atrial lead. The atrial lead remains connected to the pacemaker but is no longer in use.